Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a blurry line that ran across the center of the display screen. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose ranged from 239 mg/dl to the high 200 mg/dl range. Reportedly, customer continued to use the pump for insulin therapy.